Event description:
Customer's wife reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. Customer discarded products, replacement was sent.